Manufacturer narrative:
Additional information was received on 10 february 2023 providing further details about the reported event. It was reported the physician could not find the correct angle through the 1/3 tubular plate without any kind of a syndesmosis guide. The physician had to cut out the acu-sinch knotless and put in another one at a better angle. This issue prolonged the procedure by 10-15 minutes.

Manufacturer narrative:
The results of the investigation were inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, no device malfunction occurred. It was reported the physician drilled a second hole as the location of the first drilled hole was not aligned with the physician's preference.

Event description:
It was reported during the procedure, the surgeon was installing the acu-sinch knotless through a 1/3 tubular plate. The surgeon free-hand drilled through the 1/3rd tubal plate, fibula, and tibia to install the acu-sinch knotless. The surgeon identified the location drilled through on the far cortex of the tibia was too anterior for his preference. The surgeon drilled through the tibia a second time to install the acu-sinch knotless.the procedure was completed to the surgeons satifaction with the acu-sinch knotless through the second tibia hole. This event prolonged the procedure by 5 minutes due to removing the first implant and drilling/installing the second implant. No adverse patient consequences were reported, and it was reported there was no issue or malfunction with the acu-sinch knotless.